Manufacturer narrative:
A supplemental report was submitted to make a correction. The pump was unknown and the product name and common device name was inadvertently selected.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging the prime history was not recording all the prime steps performed by the patient. There was no reported adverse event associated with this complaint. The patient and the pump were reportedly unavailable to troubleshoot the pump. This complaint is being reported due to the allegation that the prime steps were not being recorded in pump history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.